Event description:
It was reported that in interventional radiology, during contrast power injection for a CT scan, the t-connector disconnected from the IV catheter. It was reported that the tubing had been tightened down appropriately prior to the injection. There was no patient harm reported.

Manufacturer narrative:
Product was revised from mzxt5307 to mzxt5306, changes captured in d1, d4, and g.5. The customer complaint of t-connectors are popping off during CT could not be confirmed due to the product was not returned for failure investigation. The root cause for this event could not be determined .

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that in interventional radiology, during contrast power injection for a CT scan, the t-connector disconnected from the IV catheter. It was reported that the tubing had been tightened down appropriately prior to the injection. There was no patient harm reported.